Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and was unable to reproduce the problem seen by the customer. The fse did replace a crimped sample line and noted this as a possible cause of the leak. (B)(4).

Event description:
Customer reported clenz dripped into the vortex assembly of the navios flow cytometer. The volume was under 1ml and was contained within the instrument. The event occurred during instrument start-up. No samples were run at the time of the event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.